Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) is going into communication loss with the central nurse's station (cns) which affects the monitoring of telemetry transmitters. The org will not work even after rebooting it. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) is going into communication loss with the central nurse's station (cns) which affects the monitoring of telemetry transmitters. The org will not work even after rebooting it. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multiple patient receiver (org) is going into communication loss with the central nurse's station (cns) which affects the monitoring of telemetry transmitters. The org will not work even after rebooting it. No patient harm reported. Investigation conclusion: our evaluation shows device was working as intended. Due to the issue could not be duplicated on the org device, it concluded that there were other factors contributing to the reported communication loss issue. The root cause of the communication loss could not be determined from this investigation. Additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4 date of this report, d10 device available for evaluation, f6 date user facility/importer became aware of the event, f7 type of report, f11 date report sent to FDA, f13 date report sent to manufacturer, g4 date received by manufacturer, g7 type of report, h2 if follow-up, what type?, h3 device evaluated by manufacturer , h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) is going into communication loss with the central nurse's station (cns) which affects the monitoring of telemetry transmitters. The org will not work even after rebooting it. No patient harm reported.